Event description:
It was reported that there is a scheduled revision surgery due to anterior talus subsidence. The plan is to revise the talus only, possibly switching to a flat cut infinity. If necessary, an extended talus plate may be used based on the plan. Additionally, there's a need for a guide for the tibial component if it is loose, considering a switch from infinity to in bone.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event was confirmed, based on available medical records and assessment of health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows some radiolucence. Loosening may be possible, and migration could not be confirmed. Pe seems attached with components, no sign of breakage or separation. The talar component shows radiolucency and subsidence, hence loosening and migration can be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence around tibial components and subsidence of talar component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that there is a scheduled revision surgery due to anterior talus subsidence. The plan is to revise the talus only, possibly switching to a flat cut infinity. If necessary, an extended talus plate may be used based on the plan. Additionally, there's a need for a guide for the tibial component if it is loose, considering a switch from infinity to inbone.